Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a remote follow-up, high out of range pacing impedance was noted on the left ventricular (lv) lead. Technical support was contacted and recommended reprogramming. The recommended reprogramming was performed but did not resolve the event. During a revision procedure, the lv lead had acceptable measurements on the pacing system analyzer. The device was explanted and replaced to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
The reported event of lead impedance anomalies was confirmed. Device was received with battery voltage in normal range. Visual inspection of the device revealed a gouge in the metal case housing, which resulted in moisture entering inside of the device case. This resulted in damage to the hybrid and its components which caused short circuit between components. Damage to the can is consistent with a manufacturing anomaly. As a result of this finding, abbott is performing further investigation.